Manufacturer narrative:
The reported event of helix could not fixate was confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examination of the lead found the inner coil to be over-torqued, consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil.

Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the helix of the right ventricular lead failed to extend. The reported lead was not installed and the procedure was completed with an alternative lead on (B)(6)2024. The patient was in stable condition.